Event description:
It was reported lead warning occurred. Notable data showed > one million low impedance paces. Impedances were 233 ohms bipolar and 243 ohms unipolar. No r-waves @ 30 bpm. Threshold 1.37v @.40ms (unipolar .75v @ .40ms). Patient became dizzy during the check and stated feeling this way at home intermittently. Review of faxed egm strips showed loss of capture and possible oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.